Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h11. Corrected field - d9, h6 (medical device problem code, type of investigation, investigation findings).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had physical damage to power cord (broken ground pin). There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Correction field: d10, h6(health effect ¿ impact codes). Updated field: b4, b5, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) replaced the ac cord reel. The fse also replaced both battery packs, the safety disk, tidal volume disk, compressor scroll and both mufflers as the device exceeded 5000 hours. The unit passed all functional and safety tests and were returned to normal use.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump (iabp) unit had physical damage to power cord (broken ground pin). There was no patient involved.